Event description:
On (B)(6) 2015, a 23 mm trifecta valve was implanted. Since the fall of 2016, the patient's condition has reportedly worsened. On angiography, the cusps were found to be thickened and stiff, significant central regurgitation was noted and a max gradient of 90 mmhg/max velocity of 49 m/s was observed. On (B)(6) 2017, the valve was explanted and a 23 mm regent mechanical valve was implanted.

Manufacturer narrative:
The results of this investigation concluded all three leaflets were fibrotically thickened and contained calcifications with markedly limited mobility/immobilization of the leaflets. All three leaflets were fixed in the open position. Leaflet 3 contained one tear. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, calcification and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.